Manufacturer narrative:
Device analysis report indicated device failure. Device analysis report attached. This report is submitted on december 07, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023, and the patient was re-implanted with a new cochlear device during the same surgery. This report is submitted on november 16, 2023.

Manufacturer narrative:
This report is submitted on october 9, 2023.

Event description:
Per the clinic, all electrodes were found to be open circuit subsequent to sustaining a head trauma after a fall.